Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30 - motor stall) occurred with multiple cartridges during the load process. Blood glucose was 150 mg/dl. Reportedly, a new cartridge was successfully loaded to address the event and the customer continued to use the pump for insulin therapy. Additionally, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.